Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported the patients initial test results were positive on (B)(6) 2021. The patient was retested with the same instrument on (B)(6) 2021 and received negative results. The customer is unsure if the patient was symptomatic. The patient quarantined for 10 days due to results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m155348 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m155348 and test base part number 190-430 / lot m155348. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m155348 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.